Event description:
On (B)(6) 2012, the patient contacted animas to report she obtained a low blood glucose reading of 40 mg/dl, and experienced the symptoms of shaking and sweating. The patient noted she had refilled the cannula four times during the day while attached, and did not realize she was giving herself inadvertent infusions of insulin. The patient refilled the cannula after reattaching the tubing after re-priming the pump. The patient administered self-treatment by consuming juice and food; she did not seek any medical attention. The patient's technique was incorrect by filling the cannula while attached. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, the complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.